Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified abdominal aorta. A 33/7/2/100 equalizer¿ occlusion balloon catheter was advanced to block the aorta. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.